Event description:
The manufacturer received information alleging trilogy 100 a power issue; the device alternating current was not operating. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The power supply printed circuit assembly was replaced to address the issue. Additional finding not related to the malfunction/issue: the front enclosure was replaced due to cosmetic scratches